Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a steroid injection causing their blood glucose to go up. The customer¿s blood glucose level during the incident was 170 mg/dl. The customer¿s current blood glucose level was 402 mg/dl. They treated with a bolus from the insulin pump. Troubleshooting was performed on the insulin pump and insulin exited without incident. The device will not be returned for analysis.